Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that prior unk procedure, the device had no function from the beginning/testing. A new instrument was used to complete the case. There was no pt consequence.